Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this left ventricular (lv) lead was capped due it incurred damaged in insulation. Also, it was noted that the lv lead exhibited high pacing threshold and pacing not delivered when required. Further, the patient with this lead was experiencing diaphragmatic stimulation. No additional adverse patient effects were reported.